Event description:
Statview pager had a display on it that said "ER:09" and the nurse thought that the battery needed to be changed. The nurse said that usually when the battery needs to be changed that it alarms until you change it. The nurse's patient had a decrease in heart rate and the alarm went to all the other pagers, but the pager the nurse had did not alarm. The other nurses responded to the needs of the patient. The nurse with the broken pager called biomed and gave the pager to them. The patient was not harmed because of this since the other nurses responded. The nurse did not recognize that the display code meant that there was a problem with the pager and that it needed to be replaced right away.